Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to hospital for follow-up, decrease in r-wave amplitude and increase in pacing threshold was observed. Lead was explanted and replaced. Patient&#38112;condition was good before, during and after the event.